Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient presented to the hospital feeling dizzy. Pacing check confirmed both atrial and ventricular leads are >9999 ohms with no capture at 7.5 volts and decreased sensing. Sensing difficulty was also reported. The device was explanted and replaced. After device replacement, leads all tested "ok." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.